Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data catalog note did not display in the station while dispensing. A technical support specialist (tss) dialed into the server to review the configuration and verified the settings at the device level. The tss determined that the clinical data for the affected category may have not been selected. The tss informed the customer to navigate to clinical data via patient encounter system (pes) and ensure that the medication alerts-high alert medication: check route option was selected. The customer confirmed that the issue was resolved after this change was made. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cdc data catalog notes does not seem to display in pyxis while dispensing the meds there were no adverse events or injuries reported based on this event.